Event description:
It was reported that erratic insulin delivery happened. It was stated that the customer did the corrections and change the infusion sets three times in the three days, but the blood glucose was not coming below 15mmol/l. The temp basal was running higher, and a minimal effect occurred. A manual prime was performed and insulin came out. Then the customer was reconnected and the blood glucose was all over the place. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.